Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial report and to provide additional information based on the legal manufacturer's final investigation. Correction: initial reporter¿s occupation was inadvertently left out of the initial medwatch report. Information provided in initial reporter occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Communication with service business center olympus korea noted the foreign material was able to be removed and it is unknown what the foreign material was . According to service repair, the clogged occurred on previous procedure, was able to be removed during reprocessing and customer was able to reprocess the device correctly. Furthermore, the following findings during inspection were noted on the device: angulation in the up direction is out of standards due to worn of angle-wire. Liquid leaks due to perforation of channel tube. The adhesive part of a-rubber (ar) is broken. Boot is broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "suction channel foreign object jam". The issue found at preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.